Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple episodes of hypoglycemia while using the ilet system, with one episode described as the lowest glucose level the user had experienced and requiring assistance to be driven home; troubleshooting suggested the user likely delivered a meal announcement for a no-carbohydrate meal, which could have contributed to the lows. Symptoms included low blood glucose requiring ingestion of rapid-acting carbohydrates. Outcomes included temporary interference with daily activities requiring assistance with transportation, without medical intervention or hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed user-induced insulin delivery associated with a meal announcement incongruent with carbohydrate intake as a plausible contributor, with no device malfunction identified. It was concluded that the event was consistent with hypoglycemia with cause unclear and likely related to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.